Manufacturer narrative:
The device has not been returned yet but the forthcoming analysis on it should conclude that the implanted device is not defectuous and should confirm that the user selected an in adaptated valve for the patient's needs.

Event description:
The surgeon selected and implanted a polaris valve (spv) but the pressure range was not adapted to the patient (too high). The valve was therefore explanted and another valve with very low pressure was implanted instead.

Event description:
The surgeon selected and implanted a polaris valve (spv) but the pressure range was not adapted to the patient (too high). The valve was therefore explanted and another valve with very low pressure was implanted instead.

Manufacturer narrative:
Through device evaluation carried out by our quality control department, all the functional tests were successful and the valve was found to be compliant. The subject device was not defectuous, the user may have selected an inadaptated valve for the patient's needs (inadapted pressure).